Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted. The t: slim pump user guide states that the auto-off feature can be set up to 24 hours or off.

Event description:
It was reported that the customer received an auto-off alarm. The customer had last interacted with the pump 12 hours prior. After troubleshooting with tandem technical support, the customer decided to keep the auto-off feature set to 12 hours. There was no reported impact to customer's blood glucose level.